Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The hcp reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2017 which was one day after it was implanted. The hcp did not know the exact reason for explant other than it being a device malfunction failure. The hcp did not have any more information about the nature of the failure and did not know if the lead was still internalized or if the ins was replaced with a new ins. No further complications were reported or were expected.